Manufacturer narrative:
(B)(4). The device was not received; however, a retained sample was evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed, and the device operated per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leaking light sensitive drug set. This event was reported to have occurred during priming. The reporter stated that the leak was from the part of the set that was "inside the pump, letting the nutrition drip" and that "the pump is not being alleged against". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.